Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The consumer reported that her lead moved in (B)(6) 2015. There were no reports of a fall or trauma. The patient also reported that the stimulation was going to her ribs instead of her back. A manufacturing representative (rep) met with the patient at the healthcare provider (hcp)'s office and confirmed that the lead had moved. It was also reported that there was a loss of stimulation; the stim never completely worked for the patient since implant in (B)(6) 2013 and it was only about 25% helpful. Due to the stim not helping, a device explant procedure was scheduled for the patient on (B)(6) 2016. The indication for use for the implanted device was noted as spinal pain. Follow-up has been attempted, but no further information was received at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.